Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a failed storage space on tower door 4. The field service engineer (fse) checked the remote support service (rss) logs and found no failure for the device in the past days. The fse guided the customer through a shutdown/restart procedure and manually unlocked and relocked the doors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station displayed a failed storage space condition. Attempts to recover the failed drawer were unsuccessful, and the system continued to indicate that maintenance was required. Troubleshooting steps, including device reboot, complete power cycle by unplugging the unit, waiting 2 to 5 minutes, and reconnecting power, did not resolve the issue. This condition prevented recovery of the affected storage space and impacted medication access. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.